Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue items because the medication selection option was grayed out. A technical support specialist (tss) reviewed my quick link and confirmed that a transaction had been completed for one tablet as an override rather than issued from the medication profile. Tss contacted the narcotic pharmacy to report the issue and informed the user that one item could be issued while awaiting approval for one unit. Once approval was accepted, the user was able to issue the medication to the patient. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue 2 dosages of medication for patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.